Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received gablofen baclofen (1000mcg/ml, unknown dose) in an implantable pump for intractable spasticity. The patient never had therapeutic effect, since implant. The dose was titrated up and the patient still did not have therapeutic effect. The patient only received results when a bolus was delivered. On (B)(6) 2015, troubleshooting was performed intraoperatively. The catheter was able to be aspirated and everything appeared to be intact. The pump and catheter were connected and a dye study was performed; dye was seen in the intrathecal space. A volume discrepancy check was also performed; expected residual volume (erv) was 2ml and the actual residual volume (arv) was 5ml. The pump had not been filled since initial implant. It was also reported the patient experienced a gradual build up at the pump pocket site. This was another reason the intraoperative troubleshooting was performed. The fluid was not tested. It was unknown when the fluid build up began. The decision was made to replace the pump and leave the existing catheter. The replacement pump was programmed to gablofen (500mcg/ml, 150mcg/day). The concomitant medication were unknown at the time of the event. The cause of the lack of effect, volume discrepancy, and fluid build up in the pocket were not determined. The issue was consider red to be resolved. History: motor vehicle accident (reason pump was implanted), uses trach/ventilator.